Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was not confirmed. Based on the results of the investigation, no device problem found; therefore, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported b30 error code during inspection for use involving an olympus bronchovideoscope. There was no patient injury reported.